Event description:
The pt's mother reported that her son, the insulin infusion device user, noticed "fogginess" in the cartridge chamber of his infusion device. During troubleshooting with a company representative, it was determined that the cartridge compartment of the infusion device had the odor of insulin. It was subsequently determined that the pt was not assembling and inserting his cartridge into the infusion device in accordance with labeled instructions, thus resulting in leakage of insulin into the cartridge compartment. In follow up to troubleshooting, the infusion device was replaced. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.